Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported that she removed a tampon and after an unspecified period of time she experienced back and abdominal pain, bleeding and an odor. She went to the doctor who discovered and removed a piece of pledget that had remained in her vaginal cavity. She was diagnosed with bacterial vaginosis and was prescribed two antibiotics, doxycycline and metronidazole. She reported she does have a history of bacterial vaginosis. There were no reports of additional follow-up medical appointments or reports of other health effects.